Manufacturer narrative:
The device was returned to smiths medical. Wear and tear damage to water tank cover and plate clip. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The root cause is undetermined. Pm performed. Replaced pump due to loud noises. Replaced pcb due to missing pixels. Replaced water tank cover, microswitch, and plate clip due to visual damage. Then, the device passed the functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that the pump motor is loud. No patient injury was reported.